Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was partially deployed by 5mm. The stent wires initially appeared to be damaged but on further deployment there was no issue with the profile of the stent wires. The packaging mandrel was exiting the monorail exit by 140mm and was kinked and curved. During analysis the mandrel was withdrawn from device. The mandrel met specification. Examination of the mandrel found traces of tyvek at the proximal end of the mandrel which is the end that was exiting the monorail exit. The presence of tyvek on the mandrel indicates that the mandrel had become stuck to the tyvek pouch. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that the stent was damaged. During preparation the physician removed a 8.0-21mm carotid wallstent from the packaging and noted that it was damaged. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that the stent was damaged. During preparation the physician removed a 8.0-21mm carotid wallstent from the packaging and noted that it was damaged. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).